Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2017 when she purchased the meter. The patient stated that she manages her diabetes with insulin taken on a sliding scale (22 units of novomix in the morning, between 6 and 8 units of rapid insulin at midday and between 4 and 6 units of novomix in the evening). The patient reported that between (B)(6) 2017 she increased her dose of insulin to the maximum dose based on the sliding scale. On (B)(6) 2017, the patient claimed she developed symptoms of ¿sweating, dizzy, blurry vision and had difficulty to walk.¿ the patient claimed she was treated with IV glucose at the emergency room (ER) on (B)(6) 2017 at around 8:00 pm in response to the symptoms. The patient reported obtaining blood glucose readings of ¿167 mg/dl¿ with the subject meter and ¿33 mg/dl¿ on the hospital device, performed more than 30 minutes apart. The time difference between the readings exceeds lfs¿ criteria for a valid comparison. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.